Manufacturer narrative:
(B)(4).. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 09feb2018 as follows: pt allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to current combo deep vein thrombosis (dvt) and pulmonary embolism (pe). Pt is alleging device is unable to be retrieved, embedment and post-implant pain. Pt is further alleging, anxiety/stress. Attempted retrieval on (B)(6) 2009 was unsuccessful.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "gunther:device is unable to be retrieved, embedment and post-implant pain, anxiety /stress." Cook will reopen its investigation if further information is received. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported post-implant pain, anxiety, and stress are directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g., intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported per CT report dated 08feb2018, " ivc filter present, tilted to the right with superior most aspect of the filter abutting the right lateral wall of the ivc. Filter is superiorly migrated, with superior tip of the filter approximately 2.5cm above the inferior most aspect of the right renal vein. All of the struts extend beyond the outer wall of the ivc, including the left strut which minimally indents the wall of the adjacent abdominal aorta. No evidence for fracture or significant bending of the filter. No focal stenosis of the ivc. No definite evidence for large thrombus at the level of the filter within limitations of unenhanced imaging.

Manufacturer narrative:
Additional information: investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip: unable to retrieve, embedment, post-implant pain, anxiety /stress & tilt, migration- updated sfc." Cook will reopen its investigation if further information is received. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Unknown if the reported post-implant pain, anxiety, and stress are directly related to the filter and unable to identify corresponding failure mode(s) at this time. The catalog # and lot # are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, ¿gunther tulip filter implanted." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.